Event description:
It was reported that the respiratory therapist (rt) responded to a low spo2 alarm and a low minute volume alarm. The ventilator was removed from the patient and the respiratory therapist continued to manually ventilate the patient until a second respiratory therapist came to assist with a back-up ventilator. The saturations of the patient dropped to the low 80's during the event. It was also reported that there was hardly any air pressure coming from the ventilator. No patient harm reported. The ventilator was tested by the respiratory therapist staff on a test lung after the event and it functioned properly without alarms.